Event description:
During a laparoscopic procedure, the distal tip of a harris-kronner uterine manipulator/injector broke off. The piece was removed manually (with a sponge holder). There was no pt injury.